Event description:
Rxsight was informed that a patient's light adjustable lens (lal, sn (B)(6), +18.0d) was implanted backwards on (B)(6) 2025. The surgeon noted having an issue with the haptic during surgery. The lens was successfully flipped to the correct orientation without complications during a secondary surgery on (B)(6) 2025.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).